Manufacturer narrative:
The customer did not provide any patient demographics information such as age, date of birth, gender, and weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched in association with this event. In conclusion, the cause of this event could not be determined with the available information.

Event description:
The customer reported generating a non-reproducible and falsely elevated troponin I (access accutni+3), result for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial elevated result was questioned the next day, subsequently the sample was re-centrifuged, analyzed three (3) additional times on the laboratory's alternate unicel dxi 600 access immunoassay system (serial number (B)(4)), and generated lower access accutni+3 results, within the customer's established normal reference range. The initial elevated access accutni+3 result was released from the laboratory and there was a report of change to patient treatment, as the patient was admitted to the hospital. No further information was provided pertaining to patient treatment details. Quality control (qc) and calibration were performing within assay specifications at the time of the event. No system errors, flags or other assays issues were reported in conjunction with this incident. The patients' sample was centrifuged for six (6) minutes; however collection tube and other processing information such as centrifugation speed were not provided. No issues with sample integrity were reported by the customer.